Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented in clinic for one day post operation device check. Upon interrogation, the pulse generator exhibited diagnostics anomaly. No intervention or patient symptoms were reported.